Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. Tandem technical support assisted the customer with performing a pump system check. No issues were found with the cartridge or infusion set tubing. The customer declined to remove the infusion set cannula for inspection. Reportedly, the customer was using fiasp insulin in the cartridge. Blpod glucose was 127 mg/dl.